Manufacturer narrative:
Additional information: a medtronic representative reported that the red tracking status appeared when the balloon was next to the endoscope's light cord connection piece. Indicating that the reported issue was a use error.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site physician reported that, while in a functional endoscopic sinus surgery (fess), they experienced difficulties tracking the maxillary balloon with the navigation system. It was reported that the balloon would track intermittently. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.